Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced a buried bumper on the peg tube. It was reported that the j tube was successfully removed; however, the peg tube was unable to be removed surgically.

Event description:
Additional information received on 19 oct 2025 from a physician: on an unknown date, a physician attempted to free the peg tube during a gastroscopy without success. Later on, an unknown date during a laparoscopy, a surgeon was able to release and remove the peg tube. An abbvie 20 fr peg tube was inserted to secure the passage until the area heals in a few weeks. The patient remained hospitalized for further supervision.

Manufacturer narrative:
Additional information received on 19 oct 2025: a2, a3, b2, b5, g2, and h6 type of investigation. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.